Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 323.062 , synthes lot number: 2701846 , release to warehouse date: 14.feb.2011 , manufacturing site: bettlach . No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation selection , investigation site: cq zuchwil , selected flow: 5. Broken . Visual inspection: the visual inspection has shown that approximately 24 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in used condition. Dimensional inspection: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Drawing/specification review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted . Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in february 2011 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the item a product related issue can be excluded. Unfortunately the exact cause which has led to the breakage could not be determined. Based on the fact that the drill bit is more than 7 years old and because of the obvious wear marks, we do suppose that the cause of the breakage is the result of a mechanical overload situations during a long period of time in use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement reported. Event date was reported as (B)(6) 2018 it unknown if the date is when the device broke or when it was found broken. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the drill set was returned to the loan department by the customer, the drill was broken. No patient involvement reported. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. (B)(4).